Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an embolization treatment procedure, coil migration occurred. The target lesion was located in a 20-30mm arteriovenous shunt in the renal artery extending to the vena cava. A renegade - 18 catheter was placed and an unknown interlock detachable coil (idc) was advanced through the catheter without issue. The coil detached in an unintended location and migrated within the patient. As an unspecified balloon catheter had been placed in the vena cava for flow control, the coil became caught at the catheter. A snare was utilized to successfully remove the coil. The physician felt the coil had stretched due to severe flow. The procedure was completed with another of the same coil and another catheter. There were no additional patient complications reported and the patient's status is good.